Event description:
It was reported by the sales rep that during a single-port laparoscopic supracervical hysterectomy (sils tlh) procedure, the surgeon was using the device on pedicles. He felt a little resistance and as he felt the resistance he heard and felt the device pop. He noticed immediately that the jaw was bent at the hinge so he removed the device and got a new one. After using on a few bites, he noticed that I blade was protruding up through top jaw more than normal. He could open and close the device without a problem but device jaw did not look right to him. There were no patient consequences. Case completed with another device of the same product code.

Manufacturer narrative:
(B)(4). Information not asked for but unknown or provided during initial contact. Information anticipated, but unavailable at this time when additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). The device was received with the I-blade upper tip broken and lifted. The device was connected to the generator and it was recognized. Because the I-blade was damaged not all testing was performed with the generator. The condition of the blade prevented the functionality of the jaw. The jaw was unable to fully cycle open and close. There is insufficient evidence related to what caused the damage; a probable cause of the damage to the I-blade could be not allowing thick and fibrous tissues to denature prior to I-blade advancement.